Manufacturer narrative:
This report is number 5 of 5 mdrs filed for the same event (reference 0001825034-2017-00151, 0001825034-2016-04309, 0001825034-2017-00152, 0001825034-2017-00153). The following sections could not be completed with the limited information provided. Expiration date - ni. UDI - ni.

Event description:
It was reported the patient's hip arthroplasty was revised after 4 months due to infection. Op notes stated that there was a fungating mass that was removed and the acetabular component was loose. Three screws in the augment were fractured. Two screws were left in the ilium as the surgeon felt it was best not to remove them due to the possibility of creating a deformity in the ilium.

Manufacturer narrative:
Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. The following components were reviewed for compatibility with no issues noted. Review of device history records found no discrepancies. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.